Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the motor stall was unknown. The pump was replaced on (B)(6) 2018. It was reported that the motor stall was resolved. The catheter was replaced as well because the hcp could not aspirate from it. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving hydromorphone (15 mg/ml at 7.395 mg/day) and bupivacaine (15 mg/ml at 7.495 mg/day) via an implantable infusion pump for spinal pain. It was reported that the motor stall code (8476) was seen on the personal therapy manager (ptm). The event date was asked but unknown. The managing healthcare provider (hcp) wanted to know how to "jump start" the pump. The logs were not read since the hcp was not with the patient. Therefore, it was not further assessed how long it stalled or when it stalled. Of note, the pump had five months to elective replacement indicator (eri) at the time of the report. It was reviewed to assess the pump further to rule out potential magnetic sources or electromagnetic interference (emi). No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.